Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, the microscope head was loose. The procedure was completed without patient harm.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The bolt and the yoke were bother replaced to resolve the issue. The bolt returned for evaluation. The yoke did not. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The bolt was received for evaluation. A visual assessment of the returned sample revealed metal particulates to be present on the returned sample. Wear on various parts of the thread, as well as the washer, was observed. A visual assessment was sufficient to confirm wear on the returned sample and no further sample evaluation is necessary. The root cause of the reported event can be attributed to wear on the bolt. The manufacturer internal reference number is: (B)(4).